Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 20/3.5 mm ballooon ruptured at 4 atms on the initial inflation. The lesion being treated was a calcified, 90% stenostic lesion extending from the left main trunk to the proximal left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access and a runthrough guidewire and a launcher guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'